Manufacturer narrative:
(B)(4). Final analysis found lead insulation degradation of the outer insulation at 4.5cm from the connector pin. Final analysis found the insulation was abraded at 23.3cm to 23.7cm from the connector pin. The damage sustained resulted from clavicular crush. (B)(4).

Event description:
This report is to advise of an event observed during analysis.